Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. The returned data was inspected. Inspection of all available device data showed no indication of a device malfunction. The current consumption was found to be normal and as expected. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. Further evaluation of the data showed, that 76 follow-ups were performed between june 11 and august 12, 2023, which resulted in a higher current consumption of the device during this time period, leading to the observed reduction of the remaining battery capacity. This is normal and as expected device behavior. Should additional relevant information become available, this investigation will be updated.

Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed approx. 63 months after the implantation. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.